Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2020. Additional information was requested and the following was obtained: * what is the event day and procedure date? The exact event date is unknown (issue occurred in (B)(6) 2020). Oophorectomy. * could you please confirm how many devices present the issue (breakage suture needle) for this complaint (B)(4)? One device vcp1058 (lot : mpbcpcs0). Investigation summary: it was reported the during the ligature of the ovarian pedicle, during the clamping of the node, a vicryl plus vcp1058 (lot: mpbcpcs0) broke, just after the setting zone, with no excessive tension. A picture was received for analysis. Upon to visual inspection of the picture, a folder, and a needle/suture piece of product code vcp1058, lot # mpbcpcs0. The needle was observed used and a suture piece still attached to barrel hole could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the pulled off and rupture since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A needle/suture piece and a suture piece of product code vcp1058, lot # mpbcpcs0 was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, body fluids and filaments of suture could be observed still attached to needle, marks that appears to be by use of the surgical instrument were found at the barrel hole. The suture was noted with body fluids and the suture end cut by surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an ovariectomy procedure in 2020 and suture was used. During the procedure, it was reported that the suture broke. The surgery was successfully completed, by using a new device, with no impact on the animal. Additional information was requested.